Event description:
It was reported that the patient's blood glucose (bg) levels reached 19 mmol/l (342 mg/dl) while wearing the pod on the leg. Insulin was noticed to be leaking out. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
Investigation found a leak on the exposed portion of the soft cannula . This leak could possibly be linked to the device leaking during wear. However, it can not be determined if it was the true cause for the two reported symptoms since the downloaded data does not show timeouts ort drive stalls that could indicate a failure of the pod to deliver insulin. The timing and cause of the damaged soft cannula cannot be conclusively determined. Further inspection of the device found no other defects or damages that could contribute to either of the reported symptoms. Investigation found a leak on the exposed portion of the soft cannula . This leak could possibly be linked to the device leaking during wear. However, it can not be determined if it was the true cause for the two reported symptoms since the downloaded data does not show timeouts ort drive stalls that could indicate a failure of the pod to deliver insulin. The timing and cause of the damaged soft cannula cannot be conclusively determined. Further inspection of the device found no other defects or damages that could contribute to either of the reported symptoms.